Manufacturer narrative:
B1 added selection due to new information received. B5 additional information was added. E1 added initial reporter phone number as it was omitted from the initial report that was submitted. H6 medical device problem code was changed due to new information received. H10 related report numbers were added. This is one of three related reports. This report represents the pump and other reports were submitted for the related automated impella controllers.

Event description:
Additional information was received. The registered nurse called to report that a purge system blocked alarm and purged pressure high alarm were displayed on 17-jan-2026. Five percent dextrose in water with 25 meq/liter was purged at that time. It was recommended to first switch to (B)(4) units per milliliter heparin purge, which was done. They intend to switch to alteplase purge if the heparin was not successful. They also are considering p-level alteration. It was recommended to closely monitor for rising motor current as a sign of pump failure. A plan will be made in case of pump stop.

Manufacturer narrative:
Corrected information has been provided in e1(initial reporter address line 1, initial reporter city, zip code, zip code extension). Upon review, it was identified that the information was incorrectly submitted in the initial report.

Event description:
Additional information indicates "fm was added for purge cassette: rn called to notify of "purge system failure" alarm. I recommended to change purge cassette and tubing. She indicated that previous high purge pressure/low flow situation had resolved. I recommended that they switch back to d5w/ bicarb purge solution as well. The provider opted to defer the change of solution until day shift. The change of purge system resolved the alarm."

Manufacturer narrative:
Additional information has been provided in b5.

Manufacturer narrative:
The cause of the tachycardia was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced arm pain and ventricular tachycardia. The patient was treated with dilaudid, antitachycardia pacing, amio, and lido. Impella support continues.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.